Event description:
The manufacturer received information that a trilogy ev300 ventilator device was being serviced onsite by a field service engineer (fse). There is no allegation of serious or permanent harm or injury. During the evaluation, the fse observed error code e384 ventilator service required (evt_press_sensor_mismatch) in the event log after the software 1.05.15 was installed. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.